Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 600 mg/dl. Customer has treated for their blood glucose with manual injections. It was also found the customer was feeling thirsty and dizzy due to their high blood glucose. Troubleshooting did not find any leaks or air bubbles present on the insulin pump. The customer also reported there was an absence of a no delivery alarm on the insulin pump. It was found the insulin pump passed a high pressure test during troubleshooting. The customer's blood glucose 271 mg/dl at the end of the call. The customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.